Event description:
Pt undergoing stent placement. An attempt to place an intraaortic balloon pump was associated with hypotension and complaint of back pain. An exploratory laparotomy revealed a right external iliac artery dissection at a plaque. The artery was ligated and an iliofemoral bypass was performed. She arrived at surgery in "extremis" and the procedure was not successful in reversing the hypotension and cardiogenic shock. This summary was obtained from the medical examiner report. The expiration of the pt was deemed to be: 1. Consequences of acute myocardial infarct. 2. Hypertensive and arteriosclerotic cardiovascular disease.